Manufacturer narrative:
The returned device analysis was unable to replicate the reported positioning failure in a testing environment as this was related to patient/procedural conditions. The reported material separation was confirmed. The gripper lever latch was not returned and was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot which would have contributed to the reported issues. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information available, the reported positioning failure is related to patient anatomy. The unspecified tissue injury was a cascading effect of the reported positioning failure. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case specific circumstances as the patient was hospitalized and sent to mitral valve replacement surgery. A potential product issue was identified due to the observed missing components due to material separation of gripper cap and gripper lever latch. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4. Patient had a posterior (p3) flail and a restricted posterior leaflet. An ntw clip was inserted and several grasping attempted were performed at a3/p3. However, it was observed that two additional flails were now present. Due to the new flails, the physician decided to remove the device and discontinue the procedure. However, it was noted that prior to removing the device, while the clip was still in the left atrium (la), one of the gripper caps detached from the clip delivery system (cds). Due to the procedure being discontinued, the cap was not attempted to be reattached and the device was removed without further issues. The patient was then transferred to surgery and underwent successful mitral valve replacement. No additional information was provided.